Event description:
It was reported that during a routine check testing showed a severe decrease of the electrode stati. The child is multihandicapped and since the last appointment in (B) (6) 2008, has learnt to sit by his own. While doing so, he fell repeatedly and had several bruises at his head. It is assumed that since then a blow to the implant area has occurred as well. Testing showed that 3 electrode channels have status hi and 5 electrode channels are involved in short-circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.